Event description:
Info received indicates the brake would not hold on the bed.

Manufacturer narrative:
The hill-rom technician found the brake caster was worn. The technician replaced the casters to repair the bed.